Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) examined the system on site and confirmed that the system does not start up. Upon troubleshooting, fse confirmed power supply issue in pdu fan tray. The defective parts were returned for analysis, the defective pdu fan tray was sent for failure analysis and the result confirms, that the pdu power supply 04 was defective. However, the replacement of the pdu fan tray and dcps and fuses by the field service engineer has resolved the reported issue. After the replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the azurion device would not start up. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.